Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the ultrasound gastrovideoscope tested positive for 1 colony forming units (cfus) of pseudomonas aeruginosa, 1 colony forming units (cfus) of other pseudomonas, 1 colony forming units (cfus) of staphylococcus aureus, 1 colony forming units (cfus) of acinetobacter sp, 29 colony forming units (cfus) of enterobacteria, 1 colony forming units (cfus) of candida sp, 1 colony forming units (cfus) of stenotrophomonas maltophilia, 1 colony forming units (cfus) of enterococci, 1 colony forming units (cfus) of filamentous fungi, all channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.